Manufacturer narrative:
The device is returned and an evaluation completed for it. The user¿s complaint was confirmed. The device history record review confirmed that the device lot had no anomaly in inspection in high frequency output and appearance. Upon inspection and testing, it was observed that the device probe was broken off. The material of the fracture surface of the probe is normal. There was a trace indicates that cracks were branching from the back of the probe. The broken piece was not returned for inspection. The exact cause of the issue cannot be determined. However, based on past investigation results, the issue may have happened thus: the probe might have contacted with other surgical instruments. This can have caused the probe to break and ultrasonic level error u509 being detected. Hard tissue, a metal object, or a surgical instrument had been in contact with the probe during the output activation in seal and cut mode causing the scratches on the probe. The device was activated in seal and cut mode or while the grasping section was grasping tissue. This applied a force to the scratched area of the grasping section, causing this area to have cracks and giving off the ultrasonic level error u509. A force was applied to the probe causing it to break. The instructions for use includes the following statements: the thunderbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/splitting/protruding/partial separating of the tissue pad. In turn, the probe may break before displaying an error window or generating an alarm tone. Do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event by the customer, during a therapeutic laparoscopic partial nephrectomy, after 30 minutes use of the device, frequent abnormal amplitude ultrasonic level u509 error codes were observed on the processor. The probe of the device broke off into the patient¿s body. The broken piece was retrieved from the patient¿s body. There is no harm or adverse impact to the patient. The procedure was completed with another similar device.

Manufacturer narrative:
Additional information has been received from the customer. This supplemental report is being submitted to provide this information. The event occurred thirty minutes into the procedure during the dissociation step. The doctor was performing seal and cut with settings seal and cut 1, seal 3. The broken piece was removed from the patient with surgical grasping forceps. Procedure was delayed no more than 30 minutes. The patient did not need additional anesthesia. The device was inspected before use and bipolar output detection were normal. There was no abnormal alarm. The transducer and generator were connected according to the standard. Transducer cords or the cords of any other medical device were not bundled.

Manufacturer narrative:
Please see the update in h6 - type of investigation.